Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the liquid in the bd plastipak¿ concentric luer lock syringe leaked past the plunger during use, and a "slight deformation" was found at the neck of the syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, at the preparation of the pharmacy for internal use, during a liquid sampling, the person in charge of the act noticed a leak of the liquid sampled in the body of the syringe. A leak in the plunger was suspected and a slight deformation of the plastic at the neck of the syringe was observed. This is a repeated incident for this reference which had no consequences in view of the liquid sampled."

Event description:
It was reported that the liquid in the bd plastipak¿ concentric luer lock syringe leaked past the plunger during use, and a "slight deformation" was found at the neck of the syringe. The following information was provided by the initial reporter, translated from french to english: "on (B)(6)2020, at the preparation of the pharmacy for internal use, during a liquid sampling, the person in charge of the act noticed a leak of the liquid sampled in the body of the syringe. A leak in the plunger was suspected and a slight deformation of the plastic at the neck of the syringe was observed. This is a repeated incident for this reference which had no consequences in view of the liquid sampled."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: one sample was provided to our quality team for investigation. Upon inspecting the product, the barrel of the syringe is observed to be damaged. A device history review was performed for reported lot 2001253, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Areas where the product moves within the manufacturing equipment is protected to avoid damaging the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it is likely the damage occurred as a result of the product jamming within the manufacturing equipment. A project, c-526-19, was initiated to help reduce damage on our products.